Event description:
The customer received questionable phosphorus results for qc material and for five patient samples. The patient samples were repeated on cobas c501 analyzer serial number (B)(4). Patient sample 1 original result was 1.5 mg/dl and the repeat result was 3.4 mg/dl. Patient sample 2 original result was 0.9 mg/dl and the repeat result was 3.1 mg/dl. Patient sample 3 original result was 1.7 mg/dl and the repeat result was 3.2 mg/dl. Patient sample 4 original result was 1.4 mg/dl and the repeat result was 3.4 mg/dl. Patient sample 5 original result was 1.0 mg/dl and the repeat result was 3.0 mg/dl. The original results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The phosphorus reagent lot number was 66898101 with an expiration date of 12/31/2013. The field service representative found the reaction cuvettes were over a month old and were cloudy he replaced the lamp and reaction cuvettes, checked the cell rinse levels, wash levels on probes, and checked gear pump pressure. To verify the analyzer operation, he performed a cell blank and the customer ran calibrations and qc with all results were within specified ranges. The customer also repeated the five patient samples involved and they recovered the same as the other c501 analyzer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.